Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg has an increased recharge burden. Surgical intervention may take place at a later date.